Manufacturer narrative:
(B)(4). Concomitant medical products: m / l taper stem, # item 00771101000, lot 61061529. Liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, # item 00631005032, lot 61085653. Shell porous with cluster holes 54 mm o.d., # item 00620005422, lot 611573. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06889. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 6 years post initial surgery due to elevated metal ions. The patient was experiencing pain and significant swelling in her leg. During the surgery, the surgeon noted a grey and black corrosive debris inside the patient's hip. There was also granulomatous debris in the anterior capsule part of the hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.